Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).

Event description:
Report received from (B)(6) stating that foreign debris was observed inside the sterile pouch. The device was rejected at incoming inspection by the distributor. The device was not used in surgery and there was no patient involvement. The date of event is unknown. There is no additional information.